Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object coming out of the suction channel in the universal cord. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the foreign material could not be identified from the provided information. Since the user conducted reprocessing in accordance with instructions for use or not was unknown, the cause of the foreign material remaining in the device was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.